Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer station was failed to release. A field service engineer connected remotely to the station and logged into hardware test application. Performed a forced cubie eject with the customer onsite. Customer confirmed successful release and replacement of the cubie. Case resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station was showing failed to release, and recovery attempts prompted maintenance required; despite rebooting and power cycling the station (unplugging for 2 to 5 minutes and restarting), the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.